Event description:
The event involved an safety IV cath z5 24g 19mm/0.75in where the customer reported that a 24g sc was inserted into the hand area of a patient. IV(intravenous) was successful for 12 hours and infused with saline. The IV was capped and flushed but had no blood return. The IV was still able to infuse, and a steroid was administered. After that, the inferior vena cava (ivc) was infiltrated and surgery was required. The patient was discharged after recovery (prolonged length of stay post op) from surgery and was taken to unplanned surgery for compartment syndrome. The vein or spot punctured on the patient was the left hand.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Additional reporter details: (B)(6). D3: togo medikit is the registration holder of this product. Per quality agreement both togo medikit and ICU medical are responsible for reporting. D4 and h4 the lot#, expiration date, and manufacture date are unknown. G1. Additional contact: (B)(6).

Manufacturer narrative:
Received togo investigation via email on 04/07/2026. No conclusions could be drawn because the actual product was not returned for analysis and no abnormalities were found in the samples stored in the presumed lot. A possible cause is that the outer needle was not fixed properly, causing the tip of the catheter to be withdrawn from the blood vessel and resulting in extravasation of the drug solution. Observations: since the actual product was not returned and the product lot was unknown, we investigated our shipping history to determine the product lot number which was shipped immediately before the problem occurred. << investigation of stored products with the estimated lot numbers. Lot no. 25a08sf, 25b21g1, 25c18gg (2 pieces for each). 1. When we checked the appearance of the outer needle, we found that there were no abnormalities in the catheter part. 2. The effective length of the outer needle catheter was measured and confirmed to be within specifications. 3. We confirmed that there were no abnormalities in the shape of the inner metal needle blade surface or the trim length (the distance between the heel part of the inner metal needle blade surface and the tip of the catheter). The trim length measurement results are as follows, and have been confirmed to be within the standard (>0, ¿0.5). Lot no. 25a08sf. Sample 1: 0.2mm, sample 2: 0.3mm. Lot no. 25b21g1. Sample 1: 0.3mm, sample 2: 0.3mm. Lot no. 25c18gg. Sample 1: 0.3mm, sample 2: 0.4mm. 4. When the puncture resistance values were checked, there were no abnormalities in the metal inner needle peak value or catheter peak value. 5. No other abnormalities were found in the components. Investigation of manufacturing records. 1. An investigation of the manufacturing records and product inspection records for the estimated lot numbers revealed no abnormalities that could have led to the defect. 2. We have not received any reports of similar defects in the estimated lot of products. Possible cause: a possible cause is that the outer needle was not fixed properly, causing the tip of the catheter. To be withdrawn from the blood vessel and resulting in extravasation of the drug solution. However, as the malfunctional product in case was not retrieved for detailed analysis, we will continue to monitor whether a similar incident occurs again. Reference in order to use our products safely, we have stated the followings in IFU. Please refer to below instructions. Instructions for use 9. Secure the catheter and the infusion or transfusion tubing line with sterile gauze and tape or a transparent semi-permeable dressing. These dressings should be applied only to the catheter adapter and should not be placed directly on the catheter-skin junction site.